Event description:
A customer contacted beckman coulter inc., (bci) regarding erratic hemoglobin (hgb) and platelet (plt) results generated by the coulter ac t 5diff autoloader hematology analyzer for three patients. The initial hgb and plt results were lower when compared to consecutive reruns of the same sample on the same system. The re-run values were considered correct. Based on available information, the customer also ran samples on another instrument and obtained results that correlated with the rerun results. However, data was not supplied. The initial lower results were reported out of the lab. There was no death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Qc was run before and after the event with acceptable results. The specimens were collected in 4ml edta containers. A field service engineer (fse) was dispatched: the fse replaced valves, checked syringe block, and verified performance of hgb lamp. Despite multiple visits by fse, resolution to the problem has not been found. The customer decided not to use the analyzer at this time. Based on available information, the instrument will be transferred to the local bci office where it will be serviced and then tested to make sure it functions properly before returning it to the customer. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.